Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable tachy lead implanted: (B)(6) 2012; (B)(4) competitor implantable pacing lead implanted: (B)(6) 2012; (B)(4) competitor implantable cardioverter defibrillator (ICD) implanted (B)(6) 2012.

Event description:
A pacing lead and tachy lead were returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately three months after tachy lead implant. The cause of death has been requested and not received.

Event description:
A pacing lead and tachy lead were returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately three months after tachy lead implant. The cause of death has been requested and not received.

Manufacturer narrative:
No eval explain code.

Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found.